Event description:
Recall was posted, affected serial number solutions were in use at the facility. Solutions were immediately taken out of use and station (tubing) was bleached and ultimately changed. No adverse events or reactions were noted as a result of affected solutions. There was mold visible at the bottom of the affected bottles.